Event description:
Report rec'd from the USA stating that the device had a "fluid/oil leak" issue. The device was not used during a surgical procedure. It was unknown if there was any user or patient injury or medical intervention occurred. The event date is unknown. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent.